Manufacturer narrative:
We checked the returned unit and confirmed that the balloon feeder/return tube clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the balloon feeder/return tube. In addition, we confirmed that the insertion flexible tube (ift) buckled, the insertion flexible tube (ift) crushed, and the us connector body loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.